Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as water blisters that oozed fluids. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed antibiotics and suggested the patient use 1% cortisone cream. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.